Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 where their original ipg was replaced due to the device being inoperable.

Manufacturer narrative:
Updated event description to include information: patient failed to charge. Added PMA code p010032. (B)(4).

Event description:
It was reported the ipg was inoperable due to the patient not charging the ipg since (B)(6) 2018. Subsequently, the patient underwent surgical intervention on (B)(6) 2018 where their original ipg was replaced.